Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. B3: event date is the publication date of the article. G2: lima njzc, karatosun v. Extensive femoral bone loss following two-stage periprosthetic joint infection treatment: persistent challenges in proximal femoral replacement. Arthroplast today. 2025 dec 11;36:101906. Doi: 10.1016/j.artd.2025.101906. Pmid: 41479873; pmcid: pmc12754224. G2: foreign: turkey. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The article reported a patient with right zss femoral implant and gap ii cage underwent superficial wound debridement and reported moderate pain 8 months post index surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. Pain: - a definitive root cause cannot be determined. Wound complication: - the root cause of the reported event was determined to be unrelated to the device. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.